Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 600 mg/dl. Tandem customer technical support (cts) was not able to troubleshoot the cause of the occlusion alarms as the customer changed out the supplies prior to calling cts.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.